Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the quick coupling device was sticking when pulling on the locking mechanism and would not release the drill bit device. The reporter stated that there was a couple of minutes delay to obtain an identical spare device from another set. Other than that, everything was okay. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. It was determined that the device could not be tested since there was no service manual or inspection for fitness available for this device as it has been phased out. The assignable root cause could not be determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.